Event description:
The facility contacted baxter (B)(4) to report a flogard 6201g compatible blood set that "the patient end connector is not fitted correctly". This malfunction occurred before use. There was no patient involvement, no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510(k) number. Eight companion samples were received for evaluation. Visual inspection did not reveal any non-conformities. A push pull test on the eight samples was performed between tube and luer lock with no issues noted. The evaluation did not confirm the reported problem and, therefore, an assignable cause could not be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions were noted.